Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and emergency room visit. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that her blood glucose (bg) reached 18.7 mmol/l (337 mg/dl) and had to go to the emergency room (ER). At the ER they tested for infections and pregnancy to help figure out what was causing her fluctuating bg levels. She was able to treat her bg on her own by giving herself a bolus of insulin and a manual injection with an insulin pen. The pod was worn between 36 and 48 hours on the abdomen. Her blood glucose history is as follows: (B)(6). In addition, it was noted that there were changes made to device settings and basal rate from 0.1 to 0.2 by the treating physician at the emergency room as a result of the event.